Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 24 and 36 hours on their leg. Information on treatment was not provided. The device was originally reported for high blood glucose levels.

Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the cannula damage could not be determined. As such, it could not be confirmed if the external tear is the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.